Event description:
This lead was explanted due to dislodgement. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual analysis revealed cuts into the insulation 23 cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. Additionally, deformation of the conductor coil was found 23 cm distal to the is-1 connector pin, which most likely resulted from a tight suture sleeve. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.